Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/23/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-12990 knee scorpion had a needle that was caught and was difficult to remove with no further information provided. This was discovered after use, with no reported patient harm. Additional information was received on 3/1/2024: the broken piece of needle was removed from the clamp. It happened during surgery and the clamp had to be changed and a new needle too. There was no harm to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation cannot be confirmed as the device was not returned for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a use error.